Event description:
The customer reported that the probe of the coulter act diff analyzer leaked 4 to 8 drops of fluid onto the counter at the end of the startup cycle. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection during the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer replaced the diluent filters which resolved the issue. The instrument was verified as operational by running controls. (B)(4).